Manufacturer narrative:
The pump had constant motion sensor test failure alarm during rewind, due to motor encoder signal out of phase. The functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were unable to be conducted due to motion sensor test failure. The pump had minor scratched display window. (B)(4).

Event description:
The customer's father reported via phone call of issues with the with customer's insulin pump. The father states the customer has received motion sensor test failure, and motor position encoder error alarm on their pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The father states that the customer works with a magnetic device that is used to unlock doors. The father believes it may have been exposed to magnetic field. The customer was advised that the device would have to be replaced and returned for analysis.